Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a surgery, a coblation halo wand was plugged into the werewolf generator but it was not recognized and the unit displayed an error message. The procedure was completed without delay using a competitor device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a surgery, a coblation halo wand was plugged into the werewolf generator but it was not recognized and the unit displayed an error message. The procedure was completed without delay by bovie technique. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the controller has no operator-serviceable parts. It is designed to provide consistent output levels and is calibrated by clock crystals, voltage references, and fixed resistors. There are no internal adjustments in the instrument and no annual maintenance check is required. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.